Event description:
Stryker/trident total hip replacement 2006. Problems started 2010, told not the implants problem. Very bad 2012. Finally hip redo replacement (B)(6) 2015. Redo surgeon stated premature failure due to corrosion.